Manufacturer narrative:
The investigation for the access site bleed has been completed. However, with limited clinical details nor the impella device, the root cause of the reported issue could not be determined.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 49-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient lost a liter of blood from their right axillary site during impella support. The patient's hemoglobin levels were down to 7 as a result of the blood loss. One unit of packed red blood cells (prbc) was given and a jackson-pratt drain (jp drain) was added to treat the bleed. The site was dressed with best practice and support continued with the pump.